Event description:
Reporter alleged the customer received the results of 146 mg/dl and 81 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Boston scientific received information that this pacemaker exhibited interrogation difficulties. Four programmers were tried with the same result. The field representative indicated the device was pacing in doo mode at 100 ppm, but the interrogation attempt would stop at 60-90% complete with display of error code 3207. The patient requires pacing only 1% of the time and during this check-up his intrinsic rate was noted around 90 bpm. An engineering memory data review revealed resets, however the cause of the resets could not be determined. Technical services recommended completing another memory data extraction for review or explanting the device if this issue continues. During a threshold test at a later follow-up visit, the device again exhibited the 3207 error code. Later, the device was explanted with a statement of normal battery depletion. This device is part the insignia microcrystal failure mode 2 advisory, and has exhibited symptoms consistent with those described in the advisory. No adverse patient effects were reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.